Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-07264. It was reported that stent thrombosis occurred and the patient experienced a myocardial infarction. Vascular access was obtained via the right radial artery. The target lesions were located in the bifurcation of the left anterior descending (lad) and the 2nd diagonal (d2) arteries. The lesions were predilated with semi compliant balloons at 10 atmospheres in a kissing balloon maneuver. A 2.25x12mm promus element plus stent was deployed in the lad at 14 atmospheres and a 3.00x20mm promus element plus stent was deployed in the d2 at 14 atmospheres. Approximately 5 days later, the patient presented with a myocardial and stent thrombosis was identified in the mid lad in the 2.25x12mm promus element plus stent. Treatment was performed to remove the stent thrombosis and the patient's status was stable following the procedure.